Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the angiography procedure. The reported problem was not confirmed since there was no service record that could provide more information. Review of the system log file showed a lot of bodyguard warnings and collision prevention messages resulted in the geometry movements with partly available. Additionally there was no field service engineer that knows any details. However the customer was asked for additional information but they could not remember any case details either. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that rotation could not be positioned accurately and could not be used normally. No harm has been reported to philips. A philips service engineer inspected the system on site. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.